Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. During procedure, it was noted that the Right Ventricular (RV) lead had been repaired previously due an insulation breach. Capture thresholds, impedance and sensing were normal. The RV lead was explanted and the physician elected to implant a new lead. The patient condition remained stable.